Event description:
This was a left sided lead extraction performed in the cardiovascular o.r. To remove a non-functional, 12yo mdt 4058 single chamber pacing lead and device upgrade. The patient was intubated, arterial line was place, blood products were in the room, and fluoroscopy and tee in use. The cvs cut and prepared the lead with a lld-ez and began lasing with a 14f sls ii with a 33cm visisheath-m. Upon reaching the svc/ra junction resistance was encountered. Three passes with the 14f laser sheath were attempted prior to upsizing to the 16f sls ii without an outer sheath. Progression was made just beyond the point of resistance when the baseline blood pressure of 106/69 declined sharply to 30/30. Tee showed an effusion, a sternotomy was immediately performed and the patient placed on bypass. The cvs stated the tear was "along a large band of scar tissue in the ra/ivc junction" that corresponded with the lead location. The patient was stabilized and transferred to the ICU for recovery.

Manufacturer narrative:
Device discarded after use.